Manufacturer narrative:
Correction: medwatch form (B)(4) received on 09/21/2015. The following was reported: it was reported that there were three cases with three separate patients whereby the trivantage emg tube may not have been ¿picking up the responses/reading the impulses of the patient while the tube was in place¿. It was noted that in all three cases the anesthesiologist and/or the neuromonitoring technician were able to resolve the issue with troubleshooting. This report is being filed to acknowledge patient one: (B)(6) female; thyroidectomy procedure. Multiple attempts for information from the initial reporter/user facility have been requested but no new information has been received.

Event description:
Correction: medwatch form (B)(4) received on 09/21/2015. The following was reported: it was reported that there were three cases with three separate patients whereby the trivantage emg tube may not have been 'picking up the responses/reading the impulses of the patient while the tube was in place'. It was noted that in all three cases the anesthesiologist and/or the neuromonitoring technician were able to resolve the issue with troubleshooting. This report is being filed to acknowledge patient one: (B)(6) female; thyroidectomy procedure. Multiple attempts for information from the initial reporter/user facility have been requested but no new information has been received.

Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). The devices were discarded by user facility and the product lot/serial numbers were unknown by the reporter; therefore, a product evaluation could not be completed.

Event description:
Medwatch form (B)(4) received on 09/21/2015. The following was reported: it was reported that there were three cases with three separate patients whereby the trivantage emg tube may not have been "picking up the responses/reading the impulses of the patient while the tube was in place." It was noted that in all three cases neither the anesthesiologist nor the neuromonitoring technician were able to resolve the issue with troubleshooting. This report is being filed to acknowledge patient one: (B)(6) year old female; thyroidectomy procedure. Multiple attempts for information from the initial reporter/user facility have been requested but no new information has been received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.